Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The UDI is unknown as the part and lot number was not provided. The device was not returned for analysis. A review of the lot history record and a review of the complaint history was not performed as the complaint was based on an article and no device/lot information was provided. The reported patient effects of mitral regurgitation and heart failure are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature titled, "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction."

Event description:
This is filed to report recurrent mitral regurgitation, heart failure, prolonged hospitalization, medical intervention, and surgical intervention. It was reported through a research article identifying mitraclip devices that may be related to: single leaflet device detachment/slda, recurrent mitral regurgitation (mr), unchanged mr, heart failure, prolonged hospitalization, medical intervention, and surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction.¿ no other information provided.